Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to high pacing impedances which could not be resolved despite repositioning lead. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress which likely occured during extension of the helix.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.